Event description:
Dr. Was doing his first case with the cts instruments. He is experienced in off pump procedures, and was trained with the cts instruments. The lad was stabilized by dr. And his assistant. When the stabilizer was removed, dr. Noticed that there was a tear in the rv. This was repaired without incident. The cts employee witnessing the case, did not notice any changes in the pt's vital signs, nor did there appear to be any significant blood loss. When asked, dr. Said that he believed that the tip of the stabilizer foot caused this tear.